Event description:
Implants were implanted on 4/9/84. Rptr has chest deformities, chest and neck pain, myalgias, weakness, positive fana, musculoskeletal pain, fibrositis, heart problems, connective tissue disease, capsular contractures, arthritis, joint swelling, pain, stiffness of hands, hardening of skin around implants, muscle fatigue and spasms all over, breast tenderness, fatigue, hair loss, coldness, numbness, weight loss and visible implant wrinkles.